Event description:
The pt was implanted with a left ventricular assist device. The customer submitted log file for the pt. The log file recorded a motor stopped event on (B)(6) 2014. This event was associated with a low speed hazard event. The sys controller was replaced.

Manufacturer narrative:
The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The reported event of a motor stopped incident was confirmed through log file analysis. A log file was retrieved from the returned system controller containing approximately 40 days of data. The log file captured the pump speed falling below the low speed limit and an elevation in pump power to 23 watts followed by a motor stopped event. Based on the log file, the returned system controller was supported by the power module at the time of the observed event. Intermittent elevations in the pump power values (up to 13 watts) were also captured while the system controller was supported by the power module. The device passed the functional testing procedure confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop while supported by a power module without any notable events captured in the history screen or elevations in the pump power value. No device related issues were identified during this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.